Event description:
The facility rep reported a fail code 570. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event. No add'l info is known.